Event description:
The complainant reported that same of the active seeds were no longer contained within the beta-cath system and they were having difficulty accounting for all of the seeds. With novoste's assistance, all 16 of the radioactive seeds were accounted for.